Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type iiia endoleak with complete separation (between the left leg to the bifurcated device and the left limb extension) and secondary endovascular procedure. The reported implant of a suprarenal stent graft extension during the secondary endovascular procedure is refuted; rather, the physician implanted an infrarenal stent graft extension between the separation. The device, user, procedure, or anatomy relatedness of this complaint could not be determined. Procedure-related harms for this complaint could not be confirmed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: concomitant medical products. Concomitant medical products and therapy dates: lot number: 1252605001 an afx limb device codes: remove 1068, 1354, 2907. Conclusion code: remove 11.

Event description:
Clarification: the patient was initially treated with a bifurcated (model: ba25-70/i20-30) stent graft, infrarenal (a28-28/c75), and limb extension (i20-13/c88f sa) afx devices. In addition, the implant separation was reportedly between the bifurcated and limb devices. The work order to batch number: 1729000 also verified that the patient was repaired with an infrarenal afxdevice.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension, and a suprarenal stent graft extension (cuff) to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, a type iiia endoleak with implant separation between the bifurcated stent graft (main body) and infrarenal stent graft extension (limb) was reported. A secondary procedure was completed and the physician elected to implant a suprarenal stent graft extension in-between the separation. As of the date of this report, there have been no additional patient sequelae reported.